Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4058 lead, implanted: (B)(6) 1996; 5524 lead, implanted: (B)(6) 1996; 6945 lead, implanted: (B)(6) 1998; 5076 lead, implanted: (B)(6) 2006; 4196 lead, implanted: (B)(6) 2011. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.